Event description:
It was reported that the patient presented in the operating theater for a scheduled procedure. During the procedure, the pulse generator exhibited loss of output. The device was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.